Event description:
It was reported that sensing noise was observed on the right ventricular (rv) lead. Provocative testing was performed and noise could be reproduced. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.